Event description:
It was reported that approximately 40 minutes into a meningioma tumor removal, the sterile ultrasonic aspirator tip broke and a 1 cm long fragment fell into the surgical site. The tip fragment was easily seen and the surgeon removed the fragment with forceps. A backup tip was used to complete the procedure, without causing a clinically significant delay. The pt did not require any additional medical treatment due to this event. There was no pt or user injury reported, and no other adverse consequences alleged.

Manufacturer narrative:
The ultrasonic aspirator tip was received by the manufacturer and the complaint was confirmed, however, the quality investigation is still ongoing. A visual examination of the device confirmed that the tip had broken 1 cm down. A follow-up report will be submitted if the investigation results require.